Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400. Testing done on the device and complaint verified in the event log ' error 1871" when the testing was duplicated, the complaint was isolated to 'motor ." Action taken to replace the motor . Device arrived with cracked housing. Testing done and passed all delivery and functional testing.

Event description:
Investigation results completed on a cadd legacy pump.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave an 1871 error code. No patient involvement.